Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during set-up, the guide wire got stuck in the needle. There was no patient involvement.